Event description:
The hosp reported that when the device in question was attempted was attempted to be inserted into the microcatheter, resistance was felt. The hosp reported no pt complications and that the pt status was good.

Manufacturer narrative:
The device in question was returned to the MFR; however, the lot/batch number of the device remains unk. Requests for add'l info have been unsuccessful. A device history record (DHR) review, a similar complaints review, an add'l products analysis, a dimensional check, and initial condition and visual/microscopic exam were performed as part of the device eval. The lot number is unk; however, the shipment history report revealed 3 potential lots (8090598, 7979678, and 8275228). The DHR review found that these batches met all requirements and specs relevant to the complaint upon lot release. The similar complaints review revealed that these lots have not been involved in any add'l complaints. An add'l products analysis was not possible for these lots as the search results indicated no available units in stock. There were no obvious defects noted in the initial condition exam. However, the visual/microscopic exam revealed a bend at the distal end, as well as coating problems on the device in question (the device failed the coating adhesion tests). Relevant dimensions were found to be within specs. Based on the facts and findings, the user's complaint was confirmed; however, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.